Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The pacemaker was returned and analyzed. The returned data and the memory content of the pacemaker were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on (B)(6) 2023 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note, in the safety backup mode, to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. Due to the battery depletion, a re-initialization request was not provided by the programmer. This represents a normal behavior. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The battery status was anticipated.

Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.